Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had hardware low level failures and experienced high blood glucose. The customer¿s blood glucose level was 257 mg/dl. Customer declined to troubleshoot for high readings. Troubleshoot was performed for hardware low level failures and the customer was advised to perform self-test and test did not pass. Customer is able to complete pump rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected hardware low level failures alarm noted during testing. However, hardware low level failures alarm confirmed in the device history due to broken trace on keypad assembly. Device was communicated properly with guardian link and glucose sensor simulator. Device was received with scratched case and minor scratched lcd window.